Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's batteries having damaged batteries. The issue was resolved when the device was tested with good batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to reported that their device unexpectedly powered off. There was no report of patient use associated with the reported event.